Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4 (changing the number in lot number to serial number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified however it is likely that improper handling and application of excessive force led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrode tip broke while peeling off the fibroid. The broken part has been collected. The issue occurred during a therapeutic transcervical resection of fibroids (tcrf) procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).